Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after the procedure using a "supertvac 90° ic wand", the patient had a burn in the area behind the knee. This event was due to improper use because the surgeon did not use the wand with suction. The burned area had been in contact with the warmed saline solution. This procedure was completed without delays using the same device. The patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. The electrode does have moderate erosion. The device was plugged into the controller and registered settings (1,7). The wand was able to generate plasma as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A clinical evaluation per complaint details, we currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. Based on the information provided, ¿this event was improper use because the surgeon did not use the "superturbo vac 90° ic wand", with suction. The burned area had been in contact with the warmed saline solution.¿ the complaint was confirmed. Factors that could have contributed to the reported event include: activating the device above recommended settings for prolonged periods of time. Use only conductive media (e.g. Saline, ringer's lactate, etc.). Do not use non-conductive media (e.g. Sterile water, air, gas, glycine, etc,). Internal complaint reference: (B)(4).